Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, cataract, are identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
An article titled "analysis after posterior chamber phakic intraocular lens implantation: 17- to 19- year follow-up study", indicated a study was conducted for patients who went implantation between 2002 and 2006 were analyzed. During this study it notes some patients experienced cataracts and cataract surgery, excessive vaulting which required a lens removal and replacement, angle closure glaucoma, and myopic choroidal neovascularization. The article concludes there is long term visual and refractive stability, and notes there are satisfactory results after 17 years.